Manufacturer narrative:
Result of investigation: vyaire medical was unable to verify and duplicate the reported issue vent inop (ventilator inoperable). However found on event trace. Unit is due for a 3yr/15k pm (preventive maintenance). Additional problem found failed initial testing at port to port leak test due to a non conforming flow sensor and bias valve. Failed on initial final test at flow and volume test due to a non conforming blower module. As a resolution the mainboard, flow sensor, bias valve and blower module were replaced. Performed 3year/15k pm (preventive maintenance).